Manufacturer narrative:
(B) (4) the reported condition of the death of a feline is not MDR reportable as an adverse event. However, the reported problem of an interruption of therapy is MDR reportable as a device malfunction.

Event description:
The facility reported a flo-gard 6200 infusion pump with a low battery alarm, which interrupted an infusion of lactated ringer's solution on a (B) (6) male cat at a (B) (6) hospital. The intended infusion was 300ml of lactated ringer's solution to be infused at varying rates over a 24 hour period on the cat, which was being treated for kidney failure. Shortly after starting the infusion, the pump experienced a low battery alarm which stopped the infusion. The facility did not have another pump available, so gravity infusion was attempted by the veterinarian. However, the veterinarian did not feel the gravity infusion was as effective at infusing the lactated ringer's solution as the pump would have been. The cat died and the veterinarian believes the interruption of the pump infusion contributed in the death of the cat. No additional information is available.

Event description:
Caller reported blood glucose results of 440 mg/dl and 205 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
(B) (4).the reported condition of a flo-gard 6200 infusion pump with a low battery alarm, which interrupted a patient infusion, cannot be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Baxter no longer supports the servicing of flo-gard 6200 infusion pumps (product code 2m8043). Therefore, no assignable cause can be provided and no repairs will be made.should any additional information about this event become available, a follow-up medwatch will be submitted.